Event description:
Caller reported, 'crack' at junction to blood line (luer connector) causing air detector alarm. Needle used with fmc combi-set.

Manufacturer narrative:
This shall be a MDR reportable event because of the blood loss (approx 150 to 200 ml) to the pt. Thus, we are submitting this medwatch. Based on (B)(4) e-mail dated 04/29/2010, the crack in the avf joint occurred after 2 hours into the treatment. Based on DHR and preserved sample review, no discrepancy was reported. In spite of great care in production, leaks of female connectors cannot be excluded absolutely. Some disinfectants may also cause material cracks. The female connectors might break or crack under excessive force. The leakage or cracks of the female connectors may result in blood loss or aspiration of air into bloodline, which can cause an air embolism. Therefore, we encourage the use of air leak detectors during the treatment.